Event description:
The MFR received info alleging that a ventilator does not power on. There was no pt harm or injury reported. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR¿s investigation is complete.